Event description:
It was reported that catheter stuck on guidewire occurred. Vascular access was obtained via radial artery. The 8mm x 35mm, 80% stenosed, eccentric, de novo target lesion was located in the non tortuous and non calcified left circumflex artery. A 185cm j-tip pt²¿ guidewire was selected to cross the lesion. The unspecified stent progressed with difficulty over the device until it reached the lesion. The type of the lesion does not justify the difficulty. The stent and the unspecified balloon catheter slid with difficulty over the device even before entering the coronary artery. After stent implantation, the physician had great difficulty in removal of the balloon catheter. It was only removed when the balloon catheter and the device were removed together.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).